Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure the indeflator was losing tension/pressure upon inflation and it was noted that it took a long time to inflate. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Corrective action has been initiated per site operating procedures. The product will continue to be trended. On march 4th, 2022, abbott vascular notified a foreign competent authority of a field safety corrective action for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.

Manufacturer narrative:
Five sterile/unused devices were returned from the account. All 5 returned sterile devices were visually inspected and there was no damage noted to all sterile/unused devices. The following testing was performed on all 5 sterile/unused devices: the returned stopcock was connected to the luer side of the returned copilot and the stopcock was set to a straight flow. The indeflator was connected to the straight port of the stopcock. A plug was placed in the rotator end of the rhv. A proxy catheter and proxy guide wire were advanced through the copilot and tightened. All components secure a connection. Applied pressure to 30 atmospheres for one minute. Samples #1 and #3 thru #5 all met specification. Sample #2 did not meet specification as it confirmed the reported leak. H10: subsequent to filing the final report, it was noted that the analysis of the returned sterile devices was not included. Therefore, h10 has been updated to include the results.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during the procedure the indeflator was losing tension/pressure upon inflation and it was noted that it took a long time to inflate. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no reported significant delay in the procedure. Subsequent to the initially filed report, it was noted that upon deflation, the indeflator was also slow to deflate. No additional information was provided.